Event description:
The pt was admitted for stenting procedure of the left (sfa) superficial femoral artery with a (cto) complete total occlusion (100% stenosis), moderate calcification and vessel tortuosity. A contralateral approach was chosen, and the lesion was pre-dilated ("starling", boston scientific, 4mm x 40mm). Then the smart stent was placed, however, this stent could not cover the whole lesion because the physician could not place it where expected. A second stent (=complaint product-smart control, iliac 6x40ml was inserted, but turning the dial to deploy the stent was difficult. The dial was tight and hard to manipulate, however, the stent was placed with no complication and the procedure was successfully completed. The affiliate also indicated that the two stents used for the procedure are both c060460ml. The second stent only is the complaint. However, the complaint lot number is not confirmed, it must be one of those two lot numbers. Additional info indicated that during delivery and deployment, all the (IFU) instruction for use guidelines were followed. No report about anything preventing the stent deployment was received. The product will be sent to you exactly as returned. Please check the product when it reaches you. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.